Event description:
It was reported to philips that geometry movements were partly available. No harm to patient or user was reported to philips. A follow-up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips remote service engineer (rse) evaluated the system remotely and confirmed that the geometry movements were not available because of communication error. Review of the system log file showed that the geo pc was malfunctioning resulted in the issue with geometry movements. The rse suggested to replace the geo ipc. Later, customer ordered the new geo ipc and replaced it on their own. To date, there have been no further reports of this issue. The system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the responsible organization of the allura xper fd series equipment must institute a routine user checks program. The responsible organization of the allura xper fd series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.